Manufacturer narrative:
(B)(4). Batch # m55d11. Month and day unknown. Only year (2018) is known. Device evaluation: the analysis results found that the ecs29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As the original anvil was not received, further investigation with the original anvil could not be performed. No issues on the adjusting knob were noted. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a robotic sigmoid colon resection, the device anvil was sewn into place with purse string per standard of care and stapler housing was introduced trans-anally. Experienced surgeon coached the robotic surgeon on introduction of the anvil to the stapler housing until a "click" was perceived/felt by surgeon. The stapler was dialed down toward green tissue gap indicator, however, described after the procedure, "never reached the middle" of the green tissue gap indicator. Stapler was fired, fortunately, no tissue was cut or stapled as the anvil bowel limb fell away from the stapler housing/rectal stump. A new device was brought in and successfully attached to the anvil and fired to completion. A leak test was performed, and no bubbles were observed. There were no patient consequences reported.